Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The right atrial (ra) lead had high atrial output, which requires increased battery consumption. The device was reprogrammed for a lower atrial output. This pacemaker remains in-service and the battery longevity will be monitored. No adverse patient effects were reported. Additional information was received. Disk analysis requested one month after the reprogramming was performed. Engineering analysis found the battery to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service at this time, no adverse patient effects were reported. This pacemaker was explanted and returned to boston scientific for analysis. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The right atrial (ra) lead had high atrial output, which requires increased battery consumption. The ra lead was reprogrammed for a lower atrial output. This pacemaker remains in-service and the battery longevity will be monitored. No adverse patient effects were reported. Additional information was received. Disk analysis requested one month after reprogramming performed. Engineering analysis found the battery to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service at this time, no adverse patient effects were reported.